Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to recover. The customer attempted to recover the drawer, but an error message displayed on the screen as required maintenance. Additionally, switch off the device and unplugged and replugged the power cord after couple of minutes but still issue persist. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and could not be recovered. The field service engineer had found that the pyxibus cable for drawer 4 was unplugged, which caused the drawer not to be detected on the bus. The engineer had fully booted the station back on, then powered it off and reseated the cable. The drawer controller board for drawer 4.2 was replaced due to missing cubies that were possibly failing. In addition, the ethernet cable was moved to a different port because the original ethernet port had been faulty. The drawer was tested using the hardware testing application, and the customer inventoried the drawer to confirm there were no failures on the station. The system functioned as intended after the field service engineer repaired the device.